Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the review, the sensor was approved for a replacement due to system performance. However, the user stated that her local representative assisted her with a sensor re-link and since then the system has shown improvement and more accurate glucose readings.

Event description:
On 30 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.